Manufacturer narrative:
(B)(4). Lockout. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications; however, the clips were noted to feed slower than expected and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the silicon that is applied during the manufacturing process was noted to be viscous, which caused the slow feeding of the clips. This condition could have led to the reported challenges of the handle sticking. Further evaluation, found that the lock lever was damaged resulting in the non-functional lockout mechanism; please note this finding is unrelated to the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the handle was sticking. On the second firing the clip did not form correctly. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.